Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that patient's right hip was revised due to disassociation. Intra-operatively, pseudo tumor was reported with an excessive amount of black tissue observed. The trunnion was found to be worn down and the liner was worn through in at least 2 places. The shell was well-fixed and not revised. Patient was revised to a restoration modular stem construct with a 28 +8 metal head.

Event description:
It was reported that patient's right hip was revised due to disassociation. Intra-operatively, pseudo tumor was reported with an excessive amount of black tissue observed. The trunnion was found to be worn down and the liner was worn through in at least 2 places. The shell was well-fixed and not revised. Patient was revised to a restoration modular stem construct with a 28 +8 metal head.

Manufacturer narrative:
An event regarding disassociation and altr involving an accolade stem was reported. A review by a clinician of the provided x-rays confirmed disassociation. Review of the provided intra-operative photos showed metallosis but histopathology reports would be required in order to confirm altr. Method & results: -product evaluation and results: the device was not returned but some explant photos were provided. They show penciling of the stem trunnion. Also notable is the biological material on surface of the stem with some black debris included. -medical records received and evaluation: provided x-rays, explant photos and intra operative photo were reviewed by a clinician who gave the following comment: provided x-ray showed dissociated components, photographs showed metallosis and trunnion deformities, need operative reports, histopathology reports, serial x-rays, office reports and examination of explanted components. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, histopathology reports, serial x-rays, office reports and examination of explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.